Event description:
According to the initial reporter, the patient was treated with scotchcast wet or dry cast padding for a distal radium/ulnar fracture, closed reduction. Two weeks and 6 days later, after the patient was in water during vacation, he was presented to the clinic with significant breakdown, grade 2-3 ulceration on the arm distal to the elbow at the top of the cast, in the webspace between the thumb and index finger, and the ulnar side of the palm. The physician assistant applied a removable splint, and the patient was sent to wound care and was treated with a xeroform dressing. The physician assistant said the padding was wet.

Manufacturer narrative:
This is class 1 product. In summary, based on the information reported, 3m was not provided enough information to draw a conclusion if other factors contributed to the events. Sample was received on 7/7/2008 and the product analysis is currently in process. The physicians instructions for use contains the following statements: indications: scotchcast wet or dry cast padding is intended for use in constructing casts for either wet or dry immobilization.